Event description:
"We have received complaint from the (B)(6) that in one of our sperm laboratory unit, three women were insemination (iui) from sperm donations and almost immediately after injection (after half an our) developed intense pain in the lower abdomen and leukocytes from 14 to 18 thousand, the sperm donations were from different donors, there were no similar cases in the past, the injection was prepared by different employees and medical staff believes that due to the rapid development of symptoms it seemed to them that the cause is not a bacterial infection but rather atoxic response."

Manufacturer narrative:
(B)(4). Conclusion: an assignable cause could not be determined as the products met all approved release specifications at the time of manufacture before they were released. Based on review of all the information gathered during this investigation-associated sage documentation, manufacturing process, complaint history, and inspection of current inventory/retention sample , several external sources may have contributed to the reported complaint condition. Potential sources of product contamination include pre-stating activities prior to procedure, the catheter used , or improper washing of the sperm samples (see fish bone diagram above). The retention samples of the subject lots tested show that the products meets all approved release specifications. The customer did not return the actual samples involved. The product performs as intended. No further actions are needed at this time. The investigation may be reevaluated with any new additional information received.